Event description:
It was reported a 6f angio-seal vip vascular closure device was deployed post percutaneous coronary intervention. The next morning while still in the hospital, the patient complained that the groin was extremely painful. Bleeding occurred in the groin tissue. The physician stated the blood loss was approximately 0.5 liter. The patient's hemoglobin was recorded as 10.8. The patient was reported as satisfactory.

Manufacturer narrative:
No product was returned. A search of the device record could not be accomplished since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.